Event description:
It was reported that log files were sent for review and captured multiple power losses to the mobile power unit (mpu) on (B)(6)2026. The system continued to operated at the set speed and was supported by the system controller's backup battery until external power was restored. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.